Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high pacing threshold, a capture anomaly, noise, and a sensing anomaly. Clavicular crush damage was suspected. The lead was explanted and replaced.